Manufacturer narrative:
Evaluation of the returned red62 confirmed that the device was stretched and fractured on its distal shaft. This type of damage may occur if the device is manipulated against resistance during use. Further evaluation reveled an additional fracture near the hub, and multiple kinks and ovalizations distal to the fracture. The root cause of the kinks and ovalizations could not be determined; however, this damage may contribute to resistance during use. The fracture near the hub was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the transverse sinus using a red 62 reperfusion catheter (red62), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced the red62 and microcatheter over the guidewire and through the neuron max and completed three passes. After completion of the third pass, the physician, decided to remove the red62 in order to place a stent. While attempting to remove the red62, physician noticed under fluoroscopy that the distal end of the red62 became stretched and unraveled. Subsequently, the red62, microcatheter, and guidewire were removed together. The procedure was completed using a stent, the same neuron max, and the same microcatheter. There was no report of an adverse effect to the patient.